Manufacturer narrative:
E1: patient city: (B)(6), patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient went to an emergency room and eventually got hospitalized on (B)(6) 2025 due to hypoglycemia event. Blood glucose level was 2.2 mg/dl at the time of the event. The duration of hospitalization was for four days. Patient got treated with insulin via syringe. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions - h11: investigation summary: complaint investigation results: a complaint investigation has been initiated for record (B)(4) on (B)(6) 2025. Device history record (DHR) review: the lot 6001154 was manufactured according to the work instruction (wi) version 75 on 28-apr-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded trending: a query was run in database on 16-jun-2025 against harm code signs of untreated hypoglycemia that patient is unable to self manage requiring intervention by a health care professional or requires emergency advanced life, malfunction code no malfunction based on complaint information no malfunction describe and lot 6001154 and no more complaint has been registered in database for the same lot, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.